Event description:
Related MFR report number 3006705815-2019-01197. Additional information received stated that the patient underwent surgical intervention to replace their leads on (B)(6) 2019. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
Concomitant medical products and therapy dates: model 3186, scs lead - therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report number 3006705815-2019-01197. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide effective therapy. X-rays were taken, which showed lead migration. Surgical intervention may be pending to resolve this issue.